Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Time of recommended replacement time (rrt) (B)(6) 2015.

Event description:
It was reported that the device reached elective replacement indicator (eri) with suspected early battery depletion. It was noted the device delivered many episodes of shock therapy since implant and that the patient was later admitted to the hospital and received a heart transplant. As a result, the device was explanted. No patient complications have been reported as a result of this event.